Event description:
In 2007, a clinical incident involving an evac 70 xtra plasma wand was reported to arthrocare corporation. Prior to the initiation of the tonsillectomy procedure, the patient sustained a second to third degree burn to the forehead. The device was activated without the attachment of the suction line to the hospital suction equipment after which saline had dripped from the tip of the device onto the patient's forehead resulting in a burn measuring 2 inches by 2 inches in size. The device suction line was then connected to the hospital suction equipment and the procedure was completed without incident. The patient's right eye swelled shut on the same day of the procedure requiring an emergency room visit for treatment. One day following the procedure, the patient's left eye also swelled shut requiring an emergency room visit for treatment. The patient has been seen by a plastic surgeon who had reported that it may take up to a year to determine if there will be scarring. The patient is reported to be healing well.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation. The initial report indicated the wand's suction line was not connected to the hospital as instructed in the wand instructions for use and the device was allowed to drip on the patient's forehead while the device was activated. It was determined that user error caused this adverse event.